Event description:
During review of the event history log it was determined that a repeating pattern of downstream occlusion alarms occurred, followed by the device auto restarting, suggests that the device was falsely alarming for downstream occlusions. The occurrences suggest a device malfunction.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the I/o printed circuit board was failing. This part is a known contributor to false downstream occlusion alarms and has been replaced.